Event description:
The customer reported that the system will not fluoro and there was an intermittent loss of fluoro image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the broken wires in hv cable. The system functions normally at this time.